Manufacturer narrative:
Follow-up #1 date of submission 06/12/2013 device evaluation:the pump has been returned and evaluated by product analysis on 05/13/2013 with the following findings:the keypad was found to be intact. Evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. There was evidence of contamination found under the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated all keypad buttons are intermittently unresponsive. The reporter further stated the symbols on the keypad have worn off but advised there was no damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.